Event description:
It was reported that the pump was beeping during use at the patient's home. No medical intervention was required. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No product sample was received; therefore, visual and functional testing could not be performed. The reported problem was unable to be confirmed as no product was received to perform an evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.